Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon follow up on (B)(6) 2018 the customer stated that the quantity was not delivered as set in the enteral feeding pump while testing however no further details are available. No patient was involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿there was an issue with supplying the dosage. Upon follow up on 14-mar-2018 the customer stated that the quantity was not delivered as set in the enteral feeding pump while testing however no further details are available¿. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2011 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.